Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset, after which the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occur.